Manufacturer narrative:
Customer returned the device to bench repair. During repair, the reported problem was confirmed. Philips authorized technician replaced the speaker assembly which resolved the issue. The device then passed functional testing.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone: #: (B)(6). E1: reporter phone #: (B)(6).

Event description:
It was reported the intellivue x3 is giving speaker malfunction technical fault error and there is no sound coming from the device. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.